Event description:
It was reported that during a da vinci thyroidectomy procedure, the customer noted that the prograsp forceps instrument wire was drooping down. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The frayed strands stick out at the wrist. Conductor wires were intact and undamaged. No other cable damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.